Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box showed multiple call service 052 alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms occurred during the investigation. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.